Event description:
Unhooking IV tubing from j loop on a peripheral IV. The tubing unscrewed but would not come out of the j loop hub. I pulled harder on the connection part and the plastic tip that goes into the hub broke off and then the IV started to backflow since there was an open spot in the hub.